Event description:
According to the facility on (B)(6) 2023 during a surgical procedure "the catheter was found between the patient's legs deflated after the case."

Manufacturer narrative:
According to the facility on (B)(6) 2023 during a surgical procedure "the catheter was found between the patient's legs deflated after the case". Per the facility the balloon was not tested prior to use as it's not in their "current practice to inflate the balloon prior to insertion". Per the facility they used 10ml's to inflate the balloon and the catheter was in place for 3 hours before the reported incident. Per the facility an additional catheter was placed after the incident was discovered. No additional information is available at this time. A sample was requested, but has not been returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.